Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: 05/08/2023 13:54:00.000 replace battery alert was recorded and found in the formatted history file on: 05/08/2023 23:25:00.000 replace battery now alarm was recorded and found in the formatted history file on: 05/08/2023 23:56:00.000 05/09/2023 00:06:00.000 power loss alarm was recorded and found in the formatted history file on: 05/09/2023 02:55:34.000 earliest power data available per the power management tool/detail trace file is on 2023-05-09 at 18:10:57 pm. There was no power data available for the date/time of 08-may-2023 at 13:54:00.000, 08-may-2023 at 23:25:00.000, 08-may-2023 at 23:56:00.000, 09-may-2023 at 00:06:00.000 and 09-may-2023 at 02:55:34.000. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. There were no unexpected pump errors/alarms noted 1 week prior to the event date 09-may-2023 in the formatted history file. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and stated that the insulin pump had cracked. The blood glucose at the time of hospitalization was 406mg/dl. Troubleshooting was performed. The customer reported nausea, vomiting, abdominal pain, difficulty in breathing, and no appetite as symptoms related to bg. It was found that the customer was using the pump within 48 hours of the reported event. The auto-mode/smartguard feature was not active. The customer had an emergency room visit and was hospitalized for high blood glucose and diabetic ketoacidosis. The customer reported feeling sick/unwell and tired/weak as symptoms at the time of hospitalization. It was stated that the battery compartment of the pump was damaged. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The product will be returned for analysis.